Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number pgb541, and no non-conformance's related to the reported complaint condition were identified. Summary: twenty-one unopened representative samples were returned for evaluation. During the visual inspection, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, or damaged were observed. A functional test was performed using an instron and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the conditions of the sample received, no performance pull off suture needle was found, and the tested sample met the finished goods requirements.

Event description:
It was reported that the patient underwent an unknown surgery in 2019 and the suture was used. It was also reported that the suture came off the needle by itself. There were no patient consequences reported.